Event description:
It was reported that the physician performed an endometrial ablation in an 11 cm cavity with a uterine balloon therapy system in 07/2003. The physician reported that the balloon was not able to hold adequate pressure after 30 ml and additional d5w was injected. The physician's recollection was that she used a total of 60ml. The physician recalled that even then the pressure stablilized at 115mm hg and remained in that range throughout the case. Post-operatively, the patient complained of pain and eventually a laparoscopy was performed revealing an apparent thermal injury to the pelvic sidewall and what appeared to be a thermally damaged ureter that was leaking urine. The patient underwent urethral stenting and had a peritoneal drain inserted.